Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the certas plus valve was implanted due to inph. After the surgery, subdural hematoma was confirmed after changing the setting. Since the hospital where the valve was implanted, did not accept this emergency, therefore the patient was sent to the reported hospital. The setting was changed to virtual off, however the patient became coma and died one week later. The date is unknown. The surgeon commented that the setting could have been too low. No further information was provided by the hospital. It unknown if the device is related to the death.